Manufacturer narrative:
One device was returned for repair. There was no service history available to review. Powered on pump and it alarmed for error 43985. Was unable to boot into manufacturer¿s utility mode before error 43985 triggered. Confirmed customer complaint. Probable cause was defective l1 inductor. Replaced printed wire assembly (pwa) main board to correct primary problem. Visual inspection found deep scratches on lcd lens as well as contamination on and under downstream occlusion (dso) sensor seal. Replaced lcd lens, dso sensor, and dso seal. Device passed performance verification tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 45985. This occurred during testing, and there was no patient involvement.